Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is not confirmed¿no problem found. One unpackaged ar-8701 was received for evaluation. Visual inspection did not find issues with the returned device. Functional testing was done by inserting a testing suture lasso. The suture lasso was passed without resistance. - moved back and forth without difficulty. No issues were found when measuring the curve distance by drawing c15036 at revision 2. The device is within tolerance. Distance .48 ± .01 (.47 - .49) result: .47 in. The most likely cause of the reported issue is a user error.

Event description:
On (B)(6) 2023, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8701 micro suturelassos wire was stuck in the shaft. This occurred during a lateral ankle ligament repair on (B)(6) 2023; another product was used to complete the case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.